Manufacturer narrative:
Device evaluation summary: the hawkone device was received for evaluation, with the cutter driver inserted in it.). The distal assembly showed a hole to the tecothane layer which ran parallel with the laser drilled coils approximately 2.5cm from the cutter window). The location of the hole was on the same plane as the opening for the cutter window (opposite guidewire tubing).

Event description:
Physician was using a hawkone device for treatment of a mildly calcified lesion in the left mid superficial femoral artery (sfa). Device was inspected prior to use and prepped as per IFU without issue. Hawkone was put into the patient¿s body once and completed several passes with it. It was reported that when it was taken out for cleaning, there was plaque coming out the side of the (metal) part of the catheter. It was possible to turn off the thumbswitch and the device was safely removed from the patient. On closer inspection, it was observed that there was a hole in that area of the device, and it could not be used a second time. The procedure was successful completed using another ls device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.